Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 25 mmol/l. Customer did not required medical treatment. Customer stated that after implanting part of the new pipeline, blood glucose level got normal. Troubleshooting was not performed. Customer will continue the use of product.